Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the collagen plug did not deploy using the involved angio-seal device. Follow up communication with the user facility reported: the collagen plug would not deploy in spite of multiple attempts; hemostasis was achieved by manual compression; blood loss was reported to be minimal; the procedure was reported to be fine; the patient was reported to be fine with no injury; and no further intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned device evaluation. A 6fr angio-seal evolution was received from product evaluation where the allegation was that the collagen plug would not deploy despite many attempts. The angio-seal was recovered in a partially open aluminum pouch. The angio-seal evolution was returned with the hemostatic hub mated to the body of the evolution. The suture was still intact. The dilator was also returned. Visual analysis of the returned device found remnants of dried body fluid present on the device. The hemostatic sheath appeared to have the tip fractured which was not returned. The portion of the sheath that was returned was measured to be 4.26"; print specification 5.710" + 0.007". A microscopic picture of the break showed that the break was not even and consistent as is expected if the tube was cut. The collagen was observed to be in a portion of the carrier tube that had become detached from the main carrier tube. A portion of the collagen also appears to have become partially dislodged from where the carrier tube break occurred. Functional analysis occurred by testing the ability of the gears to turn in the evolution housing by pulling an d pushing on the rack. There were no anomalies noted. The hemostatic sheath was also noted to have the tip missing. A microscopic view of the fracture site showed that the fracture was not likely due to intentional cutting. At this time, it is unclear what caused the portion of the carrier tube and hemostatic sheath to both have a portion of their tips severed. At this time no conclusion can be drawn as to what caused the hemostatic sheath tip or the carrier tube tip to break. However, the presence of the collagen wrapped in the tip of the carrier tube that was broken likely lead to the collagen deployment issues that were reported. At this time, it is unclear what may have led to this. It is possible that the collagen swelled in the tube which did not allow the collagen to pass freely. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.